Manufacturer narrative:
(B)(4). Lot number: potential lot numbers are m5j05x or m5l01x. (B)(6).

Event description:
According to the reporter: instrument was used intraoperative, for preparation. Part of the mat of fibres got loosen and fell into the abdomen. Surgeon recognized this and could remove the mat of fibres immediately. Instrument destroyed by user. There was no patient harm.